Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the basal history showed the appearance of inaccuracy on (B)(4) 2018 due to a prime recorded at 21:45. On investigation, the pump powered on normally and was exercised for 24 hours. At the end of the exercise, the basal history correctly showed the programmed delivery in the total daily dose and the total daily doses added ups to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defect found. No errors, alarms or warnings occurred during investigation. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.